Event description:
An optometrist reported a pt with recalcitrant filamentary keratitis at lasik follow up visit. This report references the left eye. An additional report will be filed for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).